Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user stated that the tilt is not working and she needs that for her parkinson.